Event description:
Pt was in a motor vehicle accident which resulted in a communited tibial fibial fracture of the right leg. The pt had been open reduction internal fixation with a statistically locked alta tibial rod. The pt was partial weight bearing post discharge. An x-ray on 3/21/96 revealed bent and broken distal transverse screws. On 6/14/96, a diagnosis of delayed union/nonunion was given. Revision surgery was performed to remove the broken screws. The rod was left as dynamized.

Manufacturer narrative:
Summary of evaluation: requests were made for the return of the device. The device has not been returned to howmedica rutherford. Therefore, evaluation of this event cannot be performed.